Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter thoracic aortic aneurysm. The left common iliac artery was 7mm in diameter and the right common iliac artery was 7.2mm in diameter. The right external iliac artery measured 4.9mm in diameter and the left external iliac artery measured 5.1mm in diameter. It was reported that during the index procedure, the physician had trouble advancing the delivery system as the patient's access vessel was tight, even after dotterizing with a 22fr dilator. The stent grafts were eventually delivered and deployed as intended. The physician stated that the spasm of the femoral artery inhibited product delivery and led to a perforation of the common femoral artery. When recognized, the artery was lined with another manufacturer's stent grafts achieving hemostasis. During closure the physician expressed issues with maintaining hemostasis and stated that the patient had volume blood loss that led to coronary arrest and atrial fibrillation. The patient's advanced age allowed for little reserve and couldn't recover from the injury resulting in death.